Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-0256 associated with this report. Complaint no: (B)(4).

Manufacturer narrative:
The reported condition of failure code 810.03 was confirmed but not duplicated. The condition is due to a faulty pump head module. This device will not be returning to the customer and will stay at baxter, therefore no correction will be made to the device. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810.03- sensor test failure. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery.